Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a misaligned color lcd display cable. The color lcd display cable was reseated to remedy the problem. A replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device powered on without display.complainant indicated that there was no patient involvement in the reported malfunction.